Event description:
It was reported that the patient experienced drainage and soreness at the driveline site on (B)(6) 2022. The patient received antibiotics and a culture was obtained which came back as negative. On (B)(6) 2022 the patient presented with redness, swelling, and drainage at the driveline site and a repeat culture came back positive for staphylococcus species. The patient received doxycycline and on (B)(6) 2022 there was no sign of redness or tenderness at the driveline site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.